Event description:
On 01/17/2024, it was reported by a sales representative via (B)(4) that an abs-10060r angel machine malfunctioned. This occurred during a case. No additional information was provided, and additional information has been asked.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was not confirmed. The reported incidence could not be repeated. One unpackaged abs-10060r batch gb1562 was received for investigation. Upon visual inspection signs of wear and tears was observed on the device. Functional testing results: sixty ml of human whole blood (13% acd-a) were processed on the device with standard settings at seven percent hematocrit. During processing, the operator noted a loud noise coming from the console, which is a common observation. The device reported outputs of 23 ml platelet-poor plasma (ppp), 34 ml rbc, and 5 ml prp. The prp volume within the syringe was recorded as 4.0 ml. The console functioned normally; no errors were reported. Aliquots of the wb and prp were analyzed for cbcs with the sysmex xn-1000 hematology analyzer (table 1). The prp produced had expected cellular concentrations. The reported incidence could not be repeated. No problem found.